Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not implanted due to high defibrillation threshold measurements. The device was retrieved from the archive to analyze the leakage of the battery bypass capacitors. The analysis was done on 11/24/06.,